Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call.

Event description:
It was reported that the 9900 system remote user interface joystick would not work during a case. No patient injury was reported.